Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note attached list of additional devices implanted in patient; contralateral leg component (lot#031560507/pcc141000).

Event description:
This patient's gore excluder aaa endoprosthesis trunk-ipsilateral leg component and contralateral leg component devices were removed in 2006. The original implant date of these devices was 2003. The devices were explanted because of a persistant type ii endoleak. The surgery was successful, devices were removed and discarded at the facility. The patient was stable at discharge. Patient was seen for follow-up in 2006 and was doing quite well.